Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, neurological/intracranial sequelae (headache) is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The patient underwent successful stent-assisted coil embolization of an un-ruptured aneurysm located in the right internal carotid artery¿ophthalmic segment. Post-procedure the patient was assessed having a mrs of 1. It was reported that on the day of the procedure, the patient suffered headache. Medication was administered. The headache adverse event was ongoing. . According to the physician, the headache was unrelated to the procedure and stents. However it is unknown if the headache was related to the implanted coils and to the access devices (subject devices). The patient was assessed having a mrs of 1 at 2 month follow-up, mrs of 0 at 6 month and 12 month and a nihhs of 1 at 12 months post the index procedure. The patient was reported still having intermittent headaches (about 2 per week) at 12 months. No further information is available.

Manufacturer narrative:
This is the 8th of 11 reports filed associated with this event. Subject device is not available.

Event description:
The patient underwent successful stent-assisted coil embolization of an un-ruptured aneurysm located in the right internal carotid artery¿ophthalmic segment. Post-procedure the patient was assessed having a mrs of 1. It was reported that on the day of the procedure, the patient suffered headache. Medication was administered. The headache adverse event was ongoing. . According to the physician, the headache was unrelated to the procedure and stents. However it is unknown if the headache was related to the implanted coils and to the access devices (subject devices). The patient was assessed having a mrs of 1 at 2 month follow-up, mrs of 0 at 6 month and 12 month and a nihhs of 1 at 12 months post the index procedure. The patient was reported still having intermittent headaches (about 2 per week) at 12 months. No further information is available.